Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The surgeon reported the graft was too thick. The surgeon feels unit is out of calibration. He reports the unit is very old. A second graft site was not required. It is unk what the settings were on the dermatome.